Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Smith+nephew is the distributor of this product. Enztec ltd, the legal manufacturer, is responsible for performing the regulatory assessment and reporting to any nca if required.

Event description:
It was reported that during cori assisted tka surgery, the surgeon fixated a pin into the pin hole of the ri. Knee tibia fixation base right and when extracting the pin, the pin got stuck and the head of the pin broke off without excessive force which caused the pin to get stuck in the hole, the pind did not fracture. The device was being taken out when the pin got stuck, the device was no longer needed and no longer used. Surgery was resumed without any delay. Patient is healthy.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.